Event description:
During a code the device could not be connected to the pt because the disposable ECG/defibrillation electrodes that were stored with the device were not compatible with the device's combination therapy cable. The hard paddles for the device were not stored with the device and could not be located. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.